Event description:
It was reported that one year, seven months, and twenty-four days post a dialysis catheter placement, the blood was allegedly found to be leaked from where the wings that hold both ports together connect to the rest of the line. It was further reported that the patient was provided with intravenous ancef and tobramycin. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, seven months, and twenty-four days post a dialysis catheter placement, the blood was allegedly found to be leaked from where the wings that hold both ports together connect to the rest of the line. It was further reported that the patient was provided with intravenous ancef and tobramycin. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo shows one 23cm hemostar catheter implanted in the patient body. A small amount of blood was noted on the catheter body near the suture wings. Therefore, the investigation is confirmed for the reported leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2022), g3, h6 (method) h11: b3, d6b (medical device explant date), h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.